Event description:
It was reported that the patient came into their health care provider¿s (hcp¿s) office today for reprogramming. The patient felt a poking sensation that was causing them to sit sideways on one side. It was noted that this was in the location of to the right and over the implantable neurostimulator (ins). The patient turned off the therapy for the past week and the poking sensation went away. It was reported that they were using the manage by fact (mbf) protocol and all 4 programs using the bipoles gave the poking sensation since implant. Using c positive and 0 negative the patient felt a shocking sensation, using c positive and 3 negative the patient felt stimulation in the tailbone at a low level, and using c positive and 1 negative the patient felt stimulation at 0.2v in the vaginal area at pulse width 240 at 14 hz with cycling on. It was noted that the patient was not feeling the poking sensation with that programming.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0j8g1, implanted: (B)(6) 2014, product type lead. (B)(4).